Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. Additional information received: the incident extended the operating time from 15 to 25 minutes. The jaws were opened and removed. Emergency disassembly maneuver of the stapler = manual override access panel upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that at the third use, the device got jammed in closed position. It was impossible to open it without using the emergency procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2024. D4: batch # c9ed8k. Additional information was requested, and the following was obtained: is the current patient status known? The patient goes well, does not experience any complication and went out the hospital 3 days after the intervention. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No change in the post-operative care of the patient but a surgical delay and a delay in re-feeding out of caution in view of the incident. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? The device got jammed with the jaws closed on the tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The surgeon tried the previous described maneuvers but none succeeded in solving the problem so he proceeded to the emergency disassembly maneuver of the stapler. A manufacturing record evaluation was performed for the finished device psee60a lot number c9ed8k and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.